Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom "does not recognizing a closed door" was confirmed and reproduced. It was caused by a loose link screw. As a result, the link screws were replaced.

Event description:
It was reported that a pump was not recognizing a closed door. There was no patient incident.